Event description:
Info received indicates when the brake is engaged from the foot end of the stretcher, the head casters will not hold.

Manufacturer narrative:
The technician used a brake/steer upgrade kit to repair the bed.